Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: visual inspection of "battery cap" revealed, "stripped threads", when battery cap was installed onto the test pump there was evidence that the "yellow o-ring" was visible and not seated properly. "Battery cap" unable to tighten onto battery compartment. Power loss was duplicated due to the cap detaching, the o-ring was visible but could not completely tighten due to battery compartment crack. Time and date was accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate with test battery cap. Black box indicates a time and date reset in within 15 minutes of power off the pump was disassemble and the internal battery was found to be leaking. Pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed cracked battery compartment, stripped threads on the battery cap, leaking internal battery, and a dim display. This report is made based on the results of an investigation completed on (B)(4) 2013.